Manufacturer narrative:
Product analysis: the complaint was indicated to be on ibt that was leaking. Both ibts were tested and it was found that one balloon had a pinhole located near the peak closest to the proximal bond. This type of pinhole puncture is consistent with the balloon coming in contact with sharp bone in the vertebral body. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent kyphoplasty due to primary osteoporosis and compression fracture. Intra-op, rupture of the left balloon with seven turns at 200 psi was confirmed on the screen image. When the balloon was removed and inflated outside the operation field, the rupture seemed to be a pinhole and contrast medium leakage was confirmed. No fragments of the balloon remained inside the patient's body. A new one was opened to complete the procedure. Post-op, there is no influence on the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.